Event description:
This lv lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 58 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the fragment. Additional cuts into the insulation were found between 17.5 and 22.5 cm proximal to the lead tip. The above mentioned cuts probably occurred during the extraction procedure. No further deviations were found that might have contributed to the reported dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.